Event description:
It was reported that loss of capture was observed on the right ventricular device following a successful implant procedure. Fluoroscopy was performed and the device dislodged to the bottom of the right ventricle. The device was unable to be retrieved and was left in situ. Pacing was reprogrammed to off and a transvenous pacemaker system was implanted to resolve the event. The patient was in stable condition. The physician attempted to permanently deactivate the device but was not successful.

Manufacturer narrative:
It was reported that the user was unable to deactivate the dislodged aveir right ventricular leadless pacemaker. Based on the information provided, there is no evidence that the device was attempted to be interrogated through etp with the help of technical support. Hence, the device was unable to be deactivated as the deactivation process was not fully completed.